Manufacturer narrative:
Not avail.

Event description:
As per the reporter (consumer's partner), waterpik-100 ultra was used and reported that a large spark appeared, followed by a loud popping noise, and the consumer (the reporter's wife) was shocked and burned her finger. This report was received via other source from canada on (B)(6) 2026. The reporter reported that the consumer (female) initiated the use of waterpik-100 ultra. As per the reporter, "sparked from damaged cord, shocked the consumer and left burns on the countertop." The reporter further stated, "while using the device, a large spark appeared, followed by a loud popping noise and the power in my bathroom immediately shut off. After unplugging the unit and resetting the breaker, I noticed two black burn marks on my sink as well as on the device itself." The consumer (reporter's wife) was shocked and burned on her finger but states that she is not worried about it and not planning to seek medical attention. No additives and has not been cleaned. The reporter stores the unit by wrapping the cord and states that they are wrapping and unwrapping for each use. During use, the unit shut off, and they tried to power it back on with the power button. They unplugged and plugged back in, then they fiddled with the cord where it attaches to the unit, and this is when she was shocked and the unit sparked. They have thrown the unit away. They are trying to clean the but they may want compensation if they need a repair or replacement. No additional information was available.